Event description:
It was reported that, during a colectomy procedure, the device cut but stapled only one side. The surgeon finished with manual suture. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.